Event description:
Caller reported that a pump malfunction occurred, displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur post-reset. Customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller understood and acknowledged.